Event description:
The customer reported the system did not boot. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced the surge supressor board and the power control board. Unit operating as intended.